Manufacturer narrative:
We have concluded our investigation process related to your complaint. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the pharmacist stated that the nurse told her that she encountered a problem during the injection. When injecting the product into the patient's arm, the product leaked at the junction of the needle and the body of the syringe, the product flowed on the patient's arm, and the nurse was only able to administer 1/3 of the dose.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.